Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was severely angulated (over 100 degrees) and it was streamline in shape. The access vessels were severely tortuous. The patient had developed a right common iliac artery aneurysm. It was reported that the bifurcated stent graft was deployed with the aid of an extra stiff guidewire. The physician attempted to deploy the contralateral limb but was unable to cannulate the contralateral gate. Further attempts to cannulate the contralateral gate were made with other manufacturer's catheters unsuccessfully. Another manufacturer's guidewire was inserted from the brachial approach; however, it was not possible to cannulate the contralateral gate. A reliant balloon was inserted up to the location of the bifurcation and an attempt was made to insert a guidewire in the contralateral side, but this was also not unsuccessful. At this point the physician stopped attempting to cannulate the contralateral device and deployed an (B)(4) on the ipsilateral side. The stent grafts were modeled with a reliant balloon. Further attempts were made to cannulate the contralateral stent graft, but it was still unsuccessful and the delivery system kinked. The decision was made to not further continue with the procedure as the c-arm was used for an extended period of time. The patient will be brought back at a later date for further attempts. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Patient's condition affected effectiveness of device (severely angulated aortic neck and tortuous iliac arteries), inherent risk of procedure (difficult to cannulate), device failure/lack of effectiveness related to patient condition (severely angulated aortic neck and tortuous iliac arteries).